Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a battery charger was causing charger faults.